Event description:
It was reported that a syringe size error occurred. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found tamper seals intact; the device was dirty and had a crack on battery door. There was evidence of the error found in the event history log. The investigation was unable to duplicate reported error. The investigation was unable to determine the intermittent of the error. Customer might have used the incorrect syringe which is not programed in pump. It was recommended replacing the size pot for preventative measure. No fault was found with the device. The root cause of the reported problem was undetermined. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 3500.